Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2252622. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter was damaged and leaked during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, after the nurse put the indwelling needle on the patient and connected it to the infusion set, she found that the interface was damaged and leaked fluid. The nurse immediately re-dwelled the indwelling needle and reported the adverse event."

Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2252622. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter was damaged and leaked during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, after the nurse put the indwelling needle on the patient and connected it to the infusion set, she found that the interface was damaged and leaked fluid. The nurse immediately re-dwelled the indwelling needle and reported the adverse event."